Manufacturer narrative:
Additional suspect medical devices involved: reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 18011474. Reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 19535094. Reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 19535094. Reference number: (B)(4), product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 18011474.

Event description:
A report was received the patient's scs system was explanted due to ineffective therapy.

Manufacturer narrative:
The returned ipg passed the functional test and revealed no anomalies. The leads were not returned for analysis. As the leads involved in the complaint has not been returned, the complaint investigation site (cis) could not perform a device analysis. However a review of the complaint report and device history record did not find any anomalies or deviations that potentially relate to the reported event; there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received the patient's scs system was explanted due to ineffective therapy.